Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability on 07/02/2018. Right attune total knee revised to address tibial subsidence and loosening. The revising surgeon provided no additional information regarding specifics of subsidence, or at what interface(s) there was loosening of the tibial tray component. Femur, tibial tray, and tibial insert components were revised; the patella component was retained. No product or lot codes available for implants. The cement manufacturer for primary surgery is unknown. Doi: (B)(6) 2015; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Updated 14 may 2020 re-open. The complaint was re-opened upon receiving the product details. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction to block b4 as it was discovered that the date reported on the initial report was incorrect.

Manufacturer narrative:
Patient code: no code available (3191) used to capture the medical device removal, no information available depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Medical record ad (B)(6) 2019 was reviewed on (B)(6) 2019. (B)(6) 2015: the patient underwent a right total knee arthroplasty. Attune implants were utilized with depuy cement x2. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent a revision of the right knee for radiographic evidence of tibial subsidence loosening. Operative notes do not provide details for subsidence or interface for loosening. Patella was not revised. All other components were replaced (tibial, insert, femoral). No intraoperative complications were noted. Doi: (B)(6) 2015 dor: (B)(6) 2018: (tibial, insert, femoral).